Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was a bubbled dso seal, faulty pwa (error 42506) and a bent pin in the remote dose connector. These were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has broken down. There was unknown patient involvement and unknown patient harm/adverse event reported.